Event description:
Boston scientific received information that during induction testing at implant there was a 12 second delay to therapy and conversion with a 65 joule shock. After waiting six minutes another induction test was performed where there was a 32 second delay to therapy. The rhythm was converted with the 65 joule shock on the second induction. Boston scientific technical services (ts) was consulted and an electrogram (egm) strip was sent in for review to determine why the increased delay in time to therapy after induction. Upon review, ts determined that ten seconds post induction the patient's ventricular fibrillation (vf) amplitude changed and requested a disk of the device's memory be sent in for review. The disk has not yet been received. The device was implanted and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.